Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted (B)(4) service center to report a system error (se) 2367 alarm on the homechoice device during drain 3 of 4. The technical service representative (tsr) reviewed the alarm log and a se 2240 alarm (indicating air in the set) occurred on (B)(6) 2010. The homepatient stated that they disconnected prior to the alarm and reconnected. The tsr explained the alarm and assisted with getting the set out. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, baxter product surveillance spoke with the customer, who indicated there was no patient injury associated with this event and no medical intervention required. The customer confirmed that the sample was discarded and the lot number was not available. This complaint was not confirmed due to lack of sample. The cause of this incident was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).